Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with blood glucose of 571 mg/dl at the time of the incident. The customer went high as the tubing detached from the site. The customer was at 179 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer was getting a battery out alarm on their pump that could not be resolved. Troubleshooting was not completed. The insulin pump will not be returned for analysis.